Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead may have exhibited intermittent loss of capture. The patient was reportedly experiencing chest pain but recent improvement was noted. The lead remains in use. No further patient complications have been reported as a result of this event.